Event description:
The customer reported obtaining a sample clot detect errors on their au5800 clinical chemistry analyzer. As a result, two (2) patients had low results with g and k flags for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl). The samples were repeated on another au analyzer and results were normal. The customer did not release the initial low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the results for two patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the sample probe was clogged, which was replaced to resovle the issue. The fse reseated the connections between the clot detection circuit board and the dispenser control circuit board. The fse performed verification and verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6), the beckman coulter internal identifier is (B)(4).